Event description:
The following has been alleged by the pt's attorney: on (B)(6) 2003 - pt underwent implant of a bard composix kugel patch. Following implant the pt began to experience abdominal pain which continued to increase in intensity and for which the pt sought treatment from her physicians. Physicians were unable to diagnose the cause of the pts' pain at this time. On (B)(6) 2012 - pt underwent mesh implant. The attorney's report alleges the mesh patch had multiple folds and wrinkles and the ring broke and there was a small bowel perforation resulting in enterocutaneous fistula, abdominal wall abscess, and infected abdominal wall mesh. The pt had a resection of the small bowel containing enterocutaneous fistula, resectional repair of enterocutaneous fistula, omentectomy and appendectomy. Pt required nearly two weeks of post operative hospitalization because of the severity of complications. Attorney alleges the pt was seriously and permanently injured as a result of her injuries.

Manufacturer narrative:
Currently, it is unk whether the device may have caused for contributed to the reported event. Medical records have not been provided at this time. We have contacted the initial rptr to request add'l info. The pt's attorney alleges that the pt developed and was treated for infection and fistula formation, both of which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the explanted mesh was not returned to davol for an eval into the alleged condition of the mesh upon explant. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.